Event description:
It was reported that an ilet device displayed a pixelated, nonresponsive screen after waking, consistent with a fracture-related issue of the touchscreen, and a replacement was arranged; the user also wears a dexcom g6 and has backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen component that was consistent with a fracture device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.